Event description:
Information was received that cuff of device was inflating asymmetrically and sticking to one side of the tube. IFU suggested manipulation, but it was reported that did not work. The urgent trach change that was needed could not be carried out due to trach not inflating properly. No patient injury occurred.

Manufacturer narrative:
Other, device evaluation- three samples were returned for evaluation. The devices were examined; this showed no damage to the cuffs, airline or pilot balloons. The devices were given functional testing to check for cuff function. Initially, for samples 1 and 3, the cuffs did not inflate symmetrically so the device cuffs were manually manipulated as per device instructions and after that the devices could be fully inflated and deflated with symmetrical cuffs. Sample 2 functioned as expected. The device was then checked for leakage: no leakage occurred. This device type is 100% tested for cuff symmetry and cuff leak during production. The reported issue was not confirmed during testing.